Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported "during laparoscopic cholecystectomy, the image was displayed normally until halfway through ir fluorescence observation, but then the entire screen turned green. Fluorescence observation was stopped and the procedure (therapeutic) was completed" using the same set of equipment. There was no patient impact , no harm reported due to the event.